Manufacturer narrative:
This supplemental report is being submitted to correct the lot number, UDI, expration date and manufacturer date.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000 / lot m148359 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lotm148359. Test base part number 190-000 / lot m148359. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m148359 showed that the complaint rate is(B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample. Although, requested no additional patient information, including treatment and outcome, was provided.